Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12437. It was reported the patient is unable to feel stimulation with the system turned all the way up. Diagnostic testing revealed no anomalies. The physician suspects there is significant scaring around the leads. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.